Event description:
Patient receiving blood transfusion, connector came off. No patient harm.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided; therefore, il was used as the state. No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5304 and lot# 25105098 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02oct2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.